Manufacturer narrative:
(B)(4). Data was received and downloaded on (B)(4) 2015. A review of the downloaded data confirmed the reported event of an intermittent out of range signal. A definitive root cause could not be determined.

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report an intermittent out of range signal that occurred on (B)(6) 2015. At the time of contact, the patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).